Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen was passing calibration, but the top of the touchscreen was failing diagnostics. The customer did not report any damage or residue on the touchscreen. The rse provided the customer with replacement part information for the v60 touchscreen. In a good faith effort (gfe) response received on 02mar2023, the customer confirmed that the replacement touchscreen was ordered and replaced. The part replacement resolved the issue, and the device was stated to be functional.